Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system started producing a burning smell and then just shut off. The representative did the trouble shooting and plugged in the purewick urine collection system in different outlets to get it to work but the purewick urine collection system was still not turning on. The patient had been using this product for more than 90 days. Per cardinal health email on 21jan2022, it was reported that the purewick urine collection system released a burning odor, made a loud noise and then just stopped functioning. Customer stated that they tried multiple outlets and the machine would not turn on. Per additional information received via sample form on 07feb2022, stated that the motor on the unit was burned up and the system was replaced.

Event description:
It was reported that the purewick urine collection system started producing a burning smell and then just shut off. The representative did the troubleshooting and plugged in the purewick urine collection system in different outlets to get it to work but the the purewick urine collection system was still not turning on. The patient had been using this product for more than 90 days. Per cardinal health email on 21jan2022, it was reported that the purewick urine collection system released a burning odor, made a loud noise and then just stopped functioning. Customer stated that they tried multiple outlets and the machine would not turn on. Per additional information received via sample form on 07feb2022, stated that the motor on the unit was burned up and the system was replaced.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, and collection canister with lid were returned. An in-house power cord was used for the evaluation. There were fragments of the canister rim broken off. There was white residue present throughout canister and the collector tubing. The stop valve opened and closed freely. While plugged into the external power cord there was light and sound indicative of the pump function. Throughout the duration of this evaluation, there was no burning smell or smoke coming from the device. The device passed with a value of 2.292 slpm. The device failed by showing no increase as the rim was badly chipped making it unable to properly suction. Once the system was powered on and ran for 30 seconds, the device passed by showing a 500g increase in 16.17 seconds with the in-house cannister. The device history record review and labeling review was not required as the reported event is unconfirmed. The actual/suspected device was inspected.